Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: the pump's black box showed pump reboot events were recorded after replace battery alarms. Corrosion was observed in the battery compartment. The battery compartment was cracked. The battery cap had stripped threads and was unable to attach to the pump and maintain power. A test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test with no power issues observed. There was no further evidence of moisture damage found.